Manufacturer narrative:
One 7207916 biorci 7x20mm screw returned. The complaint stated: ¿when they were placing the tibia screw through the nitinol guide, the screw broke.¿ the product was received fractured. There were two portions received. The head and partial threads and a small section of thread material. They were torn and shredded. The head indicates early stripping symptoms. The conditions are consistent with excess torque applied and entanglement with a guidewire or other instrument. No root cause related to the manufacturing of this device was confirmed.

Event description:
It was reported that during procedure, when they were placing the tibia screw through the nitinol guide, the screw broke and all the broken pieces were removed. A backup device was available to complete the procedure with no significant delay and no patient injuries.

Manufacturer narrative:
One (B)(4) biorci 7x20mm screw reported on. Due to unavailability, the allegation could not be fully confirmed. Definitive conclusions, investigation and evaluation were not possible without physical evaluation. If objective evidence becomes available to assist with evaluation, the complaint will be revisited. Factors that may affect device performance include: device storage, device ability, surgical ability, procedure location and tissue condition. Influences that could compromise product performance or integrity include: 1. Use of other than recommended prep instrument size or types. 2. Getting entangled up with other instruments or devices. 3. Stripping or over-torque. 4. Damaged prep instruments. 5. Unexpected bone density/condition.